Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedance has trended >3000 ohms since (B)(6) 2023. Noise can be seen on an impedance out of range recording from (B)(6) 2023. The patient had a device upgrade on (B)(6) 2023. Postural and isometric testing was performed and no noise was seen. In range impedance was measured in person on (B)(6) 2024. Rep will discuss next steps with the physician. Lead remains implanted.